Manufacturer narrative:
Analysis was able to confirm the rate knob would not increase or decrease the pacing rate; the encoder assembly was damaged. Analysis also noted that a capacitor on the main printed circuit board (pcb) was damaged, the display wires were pinched without compromised insulation, and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) knob does not increase or decrease the pace rate. It was also reported that the external pulse generator (epg) rate knob would not adjust the rate higher than 82. The epg was returned for repair and for testing and calibration. There was no patient involvement.